Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold measurements from 0.5 volts at implant to 3.2 volts. There were no stored episodes of noise and impedance measurements were stable. The rv output was reprogrammed to 4.5 volts since the patient is not pacemaker dependent. There was a concern over possible micro-dislodgement, so an x-ray was taken however there was not an implant x-ray to compare lead position with. At this time the rv lead remains in service and no adverse patient effects were reported.